Event description:
A report was received that the patient had a sore spot on the back of their head due to skin erosion. It was noted that the lead was not exposed. The patient will undergo a procedure for an exploration of the wound and a possible lead revision.

Manufacturer narrative:
Additional information was received indicating that the lead was positioned slightly superficial and the physician re-buried the lead deeper. Nothing was explanted, replaced, or added. The patient was reportedly stable postoperatively.

Event description:
A report was received that the patient had a sore spot on the back of their head due to skin erosion. It was noted that the lead was not exposed. The patient will undergo a procedure for an exploration of the wound and a possible lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70 serial # (B)(4) description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient had a sore spot on the back of their head. The patient will undergo a procedure for an exploration of the wound and a possible lead revision.